Manufacturer narrative:
(B)(4). Batch: r94k16. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested but not received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Or, were you unable to remove the device from the packaging?

Event description:
It was reported that prior to an unknown procedure, stapler not opening. Unknown as to how the procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4).batch # r5a52f. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.